Event description:
There was an unexpected crash of the ehr with all terminal screens blank and no records available on any patient in the hosp. Widespread delays in care occurred. This patient suffered a complication of a simple procedure, there were delays and communication failures directly attributed to the crash of the ehr , concomitant mayhem, and harried nurses. These delays set in motion a cascade of adverse events including but not limited to respiratory failure and delirium, ultimately resulting in death.